Event description:
This is a solicited case report posted online by a (B)(6) female consumer in united states and found by the company on (B)(6) 2015. She was involved in (B)(6), and had essure (fallopian tube occlusion insert) inserted in 2007 with local anesthesia when she was (B)(6). According to her, she was very happy with her device. Study description: (B)(6). The consumer's medical history included pcos (polycystic ovarian syndrome - diagnosed after she tried to get pregnant for years); she also reported that she had 3 early losses and ended up adopting a child. Her mother had a hysterectomy performed due to a cervical cancer, which metastasized to the uterus. Since 2013 she has been experiencing hot flashes, regular cycles and ovulation, which now was painful. She is concerned because she is not sure whether she has this pain due to essure or just from her ovaries. She had an abdominal hysterectomy planned for (B)(6) 2015 due to a 23-day cycle with clots and heavy flow (she reported that she did not have full flow the whole time). She was feeling miserable and this was going to be her first real surgery. Follow-up information received on (B)(6) 2015 - ptc investigation result: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced a 23 day menstrual cycle with clots and heavy flow. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, the patient had an abdominal hysterectomy planned due to a 23-day cycle with clots and heavy flow. Considering the event's nature and positive temporal relationship, causality with essure use cannot be excluded and since a hysterectomy (required intervention) was reported, the case is regarded as incident. In addition non-serious events were reported. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Updated technical analysis is expected. No follow-up will be pursued since no contact information was provided (social media case).

Manufacturer narrative:
Case considered closed on 04-may-2015 company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced a 23 day menstrual cycle with clots and heavy flow. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, the patient had an abdominal hysterectomy planned due to a 23-day cycle with clots and heavy flow. Considering the event's nature and positive temporal relationship, causality with essure use cannot be excluded and since a hysterectomy (required intervention) was reported, the case is regarded as incident. In addition non-serious events were reported. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up will be pursued since no contact information was provided (social media case).